Event description:
It was reported that a patient underwent a facial lump procedure on (B)(6) 2024 and suture was used. When doctor was suturing the facial skin of the patient after surgery, the suture broke. The doctor needed to remove and re suture the suture, prolonging the surgery time, providing explanation and comfort to the patient, and possibly continuing anesthesia. If the suture broke due to increased facial expression or skin tension, the patient would need to be re sutured, which would increase their pain. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * were there any patient consequences? * please confirm if the patient required additional anesthesia due to this issue. * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/27/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.